Event description:
It was reported that the patient was at an event when they tried to deliver a bolus. The patient stated that the ¿glucose¿ and ¿total bolus¿ information was not available, so they manually entered units of insulin as a ¿total bolus¿. They were uncertain whether the insulin was actually delivered, so they delivered even more insulin (5 u). The patient was still uncertain whether the insulin was actually delivered. The patient then experienced a seizure and hit their face on a pole. The fire department and emergency medical services was dispatched to the scene. The patient was transported to the hospital. The patient alleged that the medical event was due to the pod. The patient estimated the incident date to be (B)(6) 2025. Limited information was available since the patient was frustrated, tired, and busy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.